Event description:
It was reported that the patient had a history of alcohol-related cardiomyopathy and was admitted to the hospital after a cardiac arrest on (B)(6) 2022. The patient was found pulseless at home and was intubated in the field. Lab results showed multiple severe metabolic abnormalities and the patient remained critically ill on epinephrine and dobutamine respectively. The patient was neurologically unresponsive (pupils were fixed and dilated), on vent support, and was not over-breathing. Computed tomography (CT) of the head showed concern for global anoxic brain injury with loss of gray-white differentiation. Nephrology was consulted to start continuous renal replacement therapy (crrt) to manage the metabolic abnormalities. The patient's family refused crrt. Low flow alarms began after the family decided to refuse dialysis and discontinue all drips. Low flow alarms continued persistently. Mean arterial pressure (map) was in the 20s and the patient was fully pacer dependent. The family made the decision to turn off the left ventricular assist device (lvad) at 06:35 on (B)(6) 2022..

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not conclusively be established through this evaluation. In addition, the reported low flow alarms could not be confirmed through this evaluation, as no log files were submitted. A specific cause for the low flow events could not be determined through this evaluation. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.